Event description:
Hill-rom received a report from the account setting the brakes must be applied at each caster. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technical support found the brake steer linkage assembly broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account ordered the linkage assembly and will replace to resolve the issue. Based on this info, no further action is required.